Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's past medical history included multigravida, delivery and cervical cancer. Concurrent conditions included endometriosis externa, ovarian cyst, laparoscopic surgery, adenomyosis, dysfunctional uterine bleeding, uterine fibroid, uterine enlargement, asthma, dizziness, appetite lost, weakness, sinus pain, urine output increased, cough, cardiac pacemaker insertion, walking difficulty, swallowing difficult, menses irregular, dyspareunia, pain menstrual, muscle weakness, anxiety, hypertension and tobacco use disorder. Concomitant products included acetylsalicylic acid (aspirin) since 2011, paracetamol (acetaminophen) since (B)(6) 2009 and salbutamol sulfate (albuterol sulfate) since 2011. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced anxiety ("anxiety / mental anguish"). On (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"). The patient was treated with hormones nos and surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy, appendectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the ovarian cyst, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, dyspareunia, ovarian cyst and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirms from patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received: new event 'anxiety, dyspareunia (painful sexual intercourse), did not perform essure confirmation test' were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Outcome of event pelvic pain updated to recovered resolved. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, delivery and cervical cancer. Concurrent conditions included endometriosis externa, ovarian cyst, laparoscopic surgery, adenomyosis, dysfunctional uterine bleeding, uterine fibroid, uterine enlargement, asthma, dizziness, appetite lost, weakness, sinus pain, urine output increased, cough, cardiac pacemaker insertion, walking difficulty, swallowing difficult, menses irregular, dyspareunia, pain menstrual, muscle weakness, anxiety, hypertension and tobacco use disorder. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"). The patient was treated with hormones nos and surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy, appendectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirms from patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received, concomitant drug added, event added:- ovarian cyst. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included multigravida, delivery and cervical cancer. Previously administered products included for an unreported indication: depo-provera from february 2009 to august 2011. Concurrent conditions included endometriosis externa, ovarian cyst, laparoscopic surgery, adenomyosis, dysfunctional uterine bleeding, uterine fibroid, uterine enlargement, asthma, dizziness, appetite lost, weakness, sinus pain, urine output increased, cough, cardiac pacemaker insertion, walking difficulty, swallowing difficult, menses irregular, dyspareunia, pain menstrual, muscle weakness, anxiety, hypertension and tobacco use disorder. Concomitant products included acetylsalicylic acid (aspirin) since 2011, paracetamol (acetaminophen) since january 2009, salbutamol sulfate (albuterol sulfate) since 2011 and simvastatin (simvastin) since january 2011. In january 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced anxiety ("anxiety / mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with hormones and surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy, appendectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the ovarian cyst, anxiety, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirms from patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received. Added event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). Historical drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for contraception. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2011). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. She underwent a hysterectomy around two years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included multigravida, delivery and cervical cancer. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2009 to (B)(6) 2011. Concurrent conditions included endometriosis externa, ovarian cyst, laparoscopic surgery, adenomyosis, dysfunctional uterine bleeding, uterine fibroid, uterine enlargement, asthma, dizziness, appetite lost, weakness, sinus pain, urine output increased, cough, cardiac pacemaker insertion, walking difficulty, swallowing difficult, menses irregular, dyspareunia, pain menstrual, muscle weakness, anxiety, hypertension and tobacco use disorder. Concomitant products included acetylsalicylic acid (aspirin) since 2011, paracetamol (acetaminophen) since (B)(6) 2009, salbutamol sulfate (albuterol sulfate) since 2011 and simvastatin (simvastin) since (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced anxiety ("anxiety / mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic reaction"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and depression ("depression"). The patient was treated with hormones and surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy, appendectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hypersensitivity, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and vaginal infection had resolved and the ovarian cyst, anxiety, dyspareunia and depression outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had been treated for pain, bleeding concerning the injuries reported in this case, the following ones were confirms from patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included multigravida, delivery and cervical cancer. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2009 to (B)(6) 2011. Concurrent conditions included endometriosis externa, ovarian cyst, laparoscopic surgery, adenomyosis, dysfunctional uterine bleeding, uterine fibroid, uterine enlargement, asthma, dizziness, appetite lost, weakness, sinus pain, urine output increased, cough, cardiac pacemaker insertion, walking difficulty, swallowing difficult, menses irregular, dyspareunia, pain menstrual, muscle weakness, anxiety, hypertension and tobacco use disorder. Concomitant products included acetylsalicylic acid (aspirin) since 2011, paracetamol (acetaminophen) since (B)(6) 2009, salbutamol sulfate (albuterol sulfate) since 2011 and simvastatin (simvastin) since (B)(6) 2011. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced anxiety ("anxiety / mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic reaction"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with hormones and surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy, appendectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hypersensitivity, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and vaginal infection had resolved and the ovarian cyst, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had been treated for pain, bleeding. Concerning the injuries reported in this case, the following ones were confirms from patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Events added - allergic reaction, bladder infection, urinary tract infection, vaginal infection, vaginal discharge, urinary problems and bladder problems. Event outcome for all events pertaining to pain, bleeding changed to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included multigravida, delivery and cervical cancer. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2009 to (B)(6) 2011. Concurrent conditions included endometriosis externa, ovarian cyst, laparoscopic surgery, adenomyosis, dysfunctional uterine bleeding, uterine fibroid, uterine enlargement, asthma, dizziness, appetite lost, weakness, sinus pain, urine output increased, cough, cardiac pacemaker insertion, walking difficulty, swallowing difficult, menses irregular, dyspareunia, pain menstrual, muscle weakness, anxiety, hypertension and tobacco use disorder. Concomitant products included acetylsalicylic acid (aspirin) since 2011, paracetamol (acetaminophen) since (B)(6) 2009, salbutamol sulfate (albuterol sulfate) since 2011 and simvastatin (simvastin) since (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced anxiety ("anxiety / mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic reaction"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and depression ("depression"). The patient was treated with hormones and surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy, appendectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hypersensitivity, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and vaginal infection had resolved and the ovarian cyst, anxiety, dyspareunia and depression outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had been treated for pain, bleeding. Concerning the injuries reported in this case, the following ones were confirms from patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-jun-2020: pfs received- new event depression was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. She underwent a hysterectomy around two years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.